Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was not draining when unclamped to empty and nurse was struggling with the foley and three other registered nurses share the same story. They changed the foley catheter to 14 fr which worked better but product was different between the 14fr and the 16 fr.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was not draining when unclamped to empty and nurse was struggling with the foley and three other registered nurses share the same story. They changed the foley catheter to 14 fr which worked better but product was different between the 14fr and the 16 fr.